Event description:
I am very angry why this product is allowed to be sold in the united states. This product's eyewash is not compliant at all. I checked carefully and found that it does not have the FDA! You see, its ndc is fake, and I can't find it at all! Please investigate this product immediately! I feel uncomfortable after using it. Https://www.amazon.com/poygik-premium-camping-vehicle- emergencies/dp/b0c9m3vmd5/.